Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:19:30. During night drain cycle one, the patient's ultrafiltration reading was 1676ml, indicating the home patient drained 1676ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. The reported issue of an iipv event was observed during event history log review, but no nonconforming product was identified related to the reported issue during sample analysis. The cause of the iipv event was determined to be due to false empty detect at initial drain and I-drain alarm volume was met. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. Should additional relevant information become available, a supplemental report will be submitted.